Event description:
Reported due to infection requiring surgical procedure. In 2005, the physician performed closure of an arteriotomy site with the perclose proglide device following a diagnostic procedure. Reportedly, the procedure "went fine, with no issues." The facility is known to always re-prep but only "sometimes" re-glove before closing patients. The pt presented to the emergency department" about one and a half (1-1/2) weeks following the procedure with an unspecified fever and an arteriotomy site that was "red, raised and warm." A computed tomography (CT) scan of the affected groin was performed and was positive for a pseudoaneurysm and abscess. The pt was taken to surgery for "drainage of the groin" and drain placement. Wound cultures were obtained and were positive for "staphylococcus aureus." The pt was also placed on unspecified intravenous antibiotics. On an unknown date, the pt returned to surgery for placement of a "patch graft;" however, the graft has reportedly failed. The pt also suffered malnourishment while in the hosp. At last report, they remain in the hosp but is said to be "getting better on a daily basis." Although requested, no additional information was provided.

Event description:
The pt had to undergo a second graft placement where he rec'd leech therapy and hyperbaric therapy for healing of the graft. On 10/04/2005, the pt was discharged to home. It was noted that the pt bathed two (2) days following his initial procedure.